Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the three events reported were related to a defect caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. However, a root cause could not be specified. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. <inspection of the endoscopic image> confirm that the white light imaging and narrow band imaging endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the white light imaging and narrow band imaging endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the white light imaging and narrow band imaging endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the white light imaging and narrow band imaging endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations of ¿e226/e227 scope communication error and generation of noise¿ were not confirmed. The device evaluation found b30 scope communication error due to damaged charge coupled device. Additionally, due to deformation of video connector, water tightness was lost. The adhesive on the bending section cover was chipped. And the video connector case had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had e226/e227 scope communication error and generation of noise problem. There were no reports of patient or user harm associated with this event.